Event description:
Information received by medtronic indicated that the insulin pump had a pump error. Customer reported that there was a battery fail test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring=black. Customer complained on 11/11/2021 the device alarmed failed battery test and pump error 15. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted during test. Verified pump alarmed failed battery test on 11/10/2021 22:16:43.000 in pump downloaded history. No pump error 15 alarms noted during testing. Device successfully downloaded to thumps. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 1938 file number 0) on 10/19/2021 14:06:36.000 due to software error as per global logic analysis (esf3764385). No moisture damage noted to electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No failed battery test or pump error 15 noted during test. Confirmed the pump alarmed failed battery test on 11/10/2021 22:16:43.000 in pump downloaded history. Confirmed the pump alarmed pump error 15 in the pump history on 10/19/2021 14:06:36.000 due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.